Manufacturer narrative:
(B)(4).

Event description:
Procedure: liver resection. According to the reporter: fired all the way, but when retracting the blade it stopped half way. As the black handle for the knife cannot be retracted back, the stapler was then stuck in the liver tissue. The consultant had to use force in removing the whole stapler which resulted in bleeding. The liver tissue was not properly freed from the stapler as it has jammed hence the bleeding. There was a minimal blood lost as it was immediately packed with swabs and another stapler was used (competitor's product). There was unintentional tissue loss as a result of the instrument blade not retracting so the consultant had to force it out of the tissue.